Manufacturer narrative:
The main component of the system and other applicable components are : product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015; product type lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was lead migration/dislodgement. The clinical diagnosis was inadequate stimulation. There was anterior migration of the right lead bottom 4 contacts. Interventions included explanting and not replacing the entire system. The event resulted in an unscheduled clinic or office visit. The device was interrogated and the spinal cord stimulator (scs) stimulated the left leg and right abdomen/ribs. X-rays were taken and showed right lead migration. The scs had difficulty to recharge. The patient felt unbalanced with just only left leg getting stimulation. The patient experienced an increase in chronic pain due to difficulty charging the battery and an anterior migration of the right lead bottom 4 contacts. The patient reported that his scs system was not effectively treating his pain after multiple reprogramming. The etiology was reported as possibly related to the device or therapy and unlikely related to the implant procedure. The etiology was noted as related to the lead which was connected to the implantable neurostimulator (ins). The outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the cause of difficulty recharging was due to the patient needing education/new technique. The cause of the lead migration remains unknown. Review of the x-ray on (B)(6) 2016 showed lead migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260 lot# (B)(4)implanted: (B)(6)2015 explanted: (B)(6)2015 product type lead product ID 977a260 lot# (B)(4)implanted: (B)(6)2015 explanted: (B)(6)2015 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s system was completely removed because 7 of the 8 ¿leads¿ (it was clarified to be electrodes) were loose and the patient was very ill. It was noted that the patient never experienced any pain relief since implant and did have reprogramming sessions with manufacturer representatives and they couldn¿t get stimulation to the patient¿s left side. About 5 months after implant, the physician removed the complete system. It was noted that this was a sudden change in therapy/symptoms and the event occurred since implant. No further complications were reported/anticipated.